Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on 09-jun-2010 and upon medical review has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves an adult female patient (age not reported) who was injected with poly-l-lactic acid (sculptra) 3 times 2 years ago (nos). The last ones were administered by the reporter and the first one by a different physician. No additional treatment details were mentioned. On an unknown date, the patient developed several lumps all over the face (two of them on ring under the right eye and left cheek). The patient stated that they itched. According to the reporter, they became quite striking (nos) from time to time. Relevant medical history and concomitant medication information were not mentioned. Action taken: not applicable. Corrective treatment - unknown. Outcome - not recovered/ not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B)(4); (B)(4). Physician/reporter causality: possible.